Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was reprogrammed. The patient was brought back for follow-up two weeks later with no further episodes of noise. The rv lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one¿month post implant that a lead integrity alert (lia) was triggered due to elevated sic (sensing integrity counter) and high rate non-sustained episodes on the right ventricular (rv) lead. It was noted that lia had also been triggered the day after implant. The rv lead remains in use. No patient complications have been reported as a result of this event.